Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline communication fault on the system controller. The driveline communication fault was confirmed, and log files were retrieved. The modular cable and the system controller were replaced, and the alarms resolved. The patient was sent home.

Event description:
Modular cable MFR. Report # 2916596-2023-08726.

Manufacturer narrative:
Manufacturer's investigation conclusion: system controller, serial (B)(6), returned for evaluation following the reported event of driveline comm fault alarms. A review of the submitted controller event log files spanned approximately 23 minutes (11dec2023 from 12:11:57 ¿ 12:34:36 per time stamp). Throughout the entire log file, the driveline comm fault alarm was active due to a com_a_fault. The onset of the alarm was not captured due to events being overwritten. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. A review of the submitted controller periodic log files spanned approximately 64 days (08oct2023 ¿ 11dec2023 per time stamp). The activation of the driveline comm fault alarm was present on 09dec2023 at 16:12:58. No other notable alarms were active in the log file. The returned system controller was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The controller was then run together with the returned mod cable and did not reproduce any driveline alarms. Further testing performed on the mod cable revealed wire fatigue that caused the reported event. The reported event was not correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. G) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. The heartmate3 lvas patient handbook (rev g) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. Heartmate 3 instructions for use (rev. G) section 2-¿system operations¿ and heartmate 3 patient handbook (rev. G) section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. Heartmate 3 instructions for use (rev. G) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. G) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.